Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2158-70 serial#: (B)(4) description: enh p3a ld kit, 70 cm model#:sc-8216-70 serial#: (B)(4) description: artisan 2x8 lim,70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's precision system was explanted due to the wound not closing. The patient was prescribed antibiotics. The physician doesn't believe the infection is device or procedure related. The patient is doing well following the explant procedure.

Event description:
A report was received that the patient's precision system was explanted due to the wound not closing. The patient was prescribed antibiotics. The physician doesn't believe the infection is device or procedure related. The patient is doing well following the explant procedure.